Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber started firing in the front and not the side at 87,008 joules and 12:58 minutes of use. The fiber was cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber. There is no report of injury to the patient.

Manufacturer narrative:
Device evaluated by MFR: device evaluated by manufacturer updated. Evaluation codes: evaluation codes updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber started firing in the front and not the side at 87,008 joules and 12:58 minutes of use. The fiber was cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber. There is no report of injury to the patient.

Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber started firing in the front and not the side. The fiber was exchanged and the procedure was completed. There is no report of injury to the patient.